Event description:
A healthcare professional reported a patient was injected with juvéderm volbella® xc in the undereye. Approximately 3-4 months later, patient had bilateral swelling under eyes. Patient was treated with hyaluronidase x2 but with minimal improvement. The patient was prescribed for antibiotics during the 2nd injection of hyaluronidase. The patient right eye is still bad, however their left eye is a little bit better. The patient reported to have some blurry vision, swelling and nodules.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.